Manufacturer narrative:
Report correction: the initial report was inadvertently previously sent as follow-up report #1. Additional follow-up reports #2 and 3 were later submitted with additional updated information. This report is being sent following the follow-up reports to accurately report the initial report information on the initial MDR template; as such, the event description is copied from the follow-up reports and is not new information.

Event description:
An obituary for the patient was found and it was noted the patient had passed away on (B)(6) 2010. By searching the programming history database, it can be determined that the device was working as intended through (B)(6) 2009. Additionally, the battery life calculation shows that the device would have still be delivering therapy at the time of her death. The cause of the patient's death and relationship to vns is unknown. Attempts for additional information were made and it was found that the physician's office had not known that the patient had passed away. The only information available in the system was an emergency walk-in visit which occurred on (B)(6) 2010, a month before the patient's death. No additional relevant information was available.

Event description:
An obituary for the patient was found and it was noted the patient had passed away on (B)(6) 2010. By searching the programming history database, it can be determined that the device was working as intended through (B)(6) 2009. Additionally, the battery life calculation shows that the device would have still be delivering therapy at the time of her death. The cause of the patient's death and relationship to vns is unknown. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Additional manufacturer narrative and/or corrected data: the initial MDR was inadvertently submitted as a supplemental #01. When the true supplemental #01 was submitted, it failed and it was stated there was a duplicate report. This supplemental #01 was submitted under supplemental #02 so that it would be accepted by the system.

Event description:
Attempts for additional information were made and it was found that the physician's office had not known that the patient had passed away. The only information available in the system was an emergency walk-in visit which occurred on (B)(6) 2010, a month before the patient's death. No additional information was known.

Manufacturer narrative:
Type of report, corrected data: the initial report was inadvertently submitted as a follow-up report 1. This report was submitted in order to note and correct this data, the initial MDR inadvertently didn't indicate whether this was a single-use device that was reprocessed and reused.